Event description:
During a lung transplant procedure, after firing the device with white cartridge on the pulmonary artery, it did not open. The surgeon put a clamp next to the instrument and divided with knife. The case was completed and the pt is doing well.